Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "f23 - unexpected medical intervention. F19 - surgical intervention. A13 - communication or transmission problem. E2401 - insufficient information." There was patient involvement. It was reported that the pump module "rang communication error." It was also noted that another pump module was showing "channel error" and unable to use. The patient was running vasopressors and propofol for sedation for endotracheal tube (ett) tolerance. The customer stated that the device was investigated by their biomed. The report was not shared with bd.

Manufacturer narrative:
Correction: date of event, concomitant med prod data. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.